Manufacturer narrative:
H4: the device was manufactured from september 15, 2020 - september 16, 2020. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection on the companion sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured from (B)(6)- (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device infused longer than the prescribed 48 hours. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.